Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump beeping with open book image and pump error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was done for the open book image. The customer reported that they received the open book image on the insulin pump screen. The insulin pump will be returned for analysis.